Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on set 01, 2023, with lot number 2028938. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: crease fold observed. Wear abrasion observed. Deformation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a capsular contracture baker grade iii. Device has been explanted.